Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the 355ld shield on the trocar was not working correctly. There was no consequence to the pt.